Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The error (e110) occurs when the solenoid in the device is not operating as expected. Therefore, omsc guessed that the reported event was caused by the defect of the converter to supply the power to the solenoid due to aging. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the followings; defect of the converter was noted. The reported event was caused by the defect. If additional information becomes available, this report will be supplemented.

Event description:
Optical filter damaged error (e110) occurred. There was no report of patient injury associated with this event.